Event description:
Livanova deutschland received a report that a scp flow measurement on the panel is defective during a procedure. There is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the scp. As per customer information, flow measurement is out after about 10 min. The defective circuit board for flow measurement has been replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H 11: review of complaints database did not reveal further similar issues since unit manufacturing in 2017, neither concerning trend has been identified. Based on the above, the root cause of the reported event has been traced to a defective flow sensor connection on cpu board. Failure of electronic boards can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, and power overloads/surges but also to variability of micro subcomponents. No other specific action was currently deemed necessary, livanova maintains and documents periodic customer events monitoring process in order to evaluate actions for products improvement.